Event description:
One hour into hemodialysis treatment an air leak occurred at the luer connection between the bloodline saline "t" and an abbott y-type blood set. Blood volumes in the dialyzer and bloodline were discarded resulting in ebl of 240cc. No patient injury or need for medical intervention is reported.